Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their stimulator is currently turned off. They stated that it did not do anything for them, and they will have it removed. The patient added that they have a pump implant, which is working good for them. No further complications were reported or anticipated.